Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Instruction for use (IFU), it states: 4.1.: precautions for use warning: if endoscopic images are not displayed correctly, the image sensor may be damaged. If power is continued to be supplied, while the image sensor is damaged. The camera head will become hot and may cause burns. So immediately, turn off the power to the video system center. Olympus will continue to monitor field performance for this device. This report will be supplemented, if additional information becomes available at a later date.

Event description:
It was reported, the camera head image had white scratch at the bottom right. There were no reports of patient harm.